Event description:
In 2007, the lay patient contacted lifescan (lfs) regarding his one touch ultra meter reverting to the set up mode. While speaking with the lfs customer care advocate (cca), the patient offered additional information regarding the time in 2004 that he accidentally drove over his one touch ultra meter with his car. At the time of concern, the patient was using an insulin pump. He took insulin boluses via the pump to cover his carbohydrate intake and blood glucose readings. At about 7:00 am on a morning in january 2004, the patient apparently dropped his one touch ultra meter in the case as he got into his car. He said he did not notice the case on the ground because it was black in color and hard to see. He then ran over the meter with the wheel of his car. He realized his meter has damaged and he was unable to test his blood glucose. He went to work and took insulin to cover his meals at work. After work, the patient drove to his medical clinic to obtain a replacement meter. The clinic pharmacy advised him to see his doctor for a new meter prescription. The patient went to the doctor's office and, as he was being called in to see the doctor, he passed out and suffered a seizure. Paramedics were summoned, a "low' blood glucose result was obtained on the paramedic's meter, and the patient was treated with IV glucose. He regained consciousness and was released to home after seeing his doctor. The patient called lfs the same year to report the damaged meter and a replacement meter was sent to the patient. The patient said, he did not mention the hypoglycemic incident at the time he called lfs in january 2004. He said he realized it was his fault that he ran over the meter. However, when he called lfs again three years later, he decided to offer the opinion that meter cases be provided in different colors that might be easier to see. The complaint is reported because the patient alleges he could not see the black lfs meter case and he accidentally ran over the meter in the case with his car. He alleges he was unable to obtain a reading on the meter after it was damaged and he later experienced hypoglycemia with loss of consciousness. He claims he received ems treatment with IV glucose.

Manufacturer narrative:
D4: information not provided. The patient no longer has the reported meter and case.